Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due a femoral periprosthetic fracture (possible cause or contributor for fracture not reported to the rep). An accolade tmzf hip stem, femoral head, and liner were revised to an omnifit long stem with a 40 +0 lfit c-taper head and 40 e liner. Rep confirmed there were no allegations against the original femoral head or the liner. Rep provided the revision usage sheet and reported that no further information is available.